Event description:
It was reported that the patient experienced severe weakness on the left side of her body, hands and legs following a deep brain stimulation (dbs) lead implant procedure and was admitted into the intensive care unit (ICU). The physician's assessment was that the patient experiencing weakness was from a thalamic hemorrhage following the procedure and noted bleeding in the brain while passing the cannulas to place the dbs lead is a known inherent risk of the procedure. It was noted that there was no surgical intervention, no further action. The dbs lead remains implanted, patient is expected to fully recover. Physician has requested for no further follow ups.